Event description:
Healthcare professional reported a clinical study patient was injected with 5mls of harmonyca with lidocaine in the zygomatic, malar, and mandibular. A month later, patient was injected with 2mls of juvéderm® volux¿ into the mandible, jawline, and chin; 2.4mls of juvéderm® voluma¿ with lidocaine into the cheek and zygomatic; and 1.4mls juvéderm® volift® with lidocaine into the nasolabial and perioral areas. Three and a half weeks later, patient began to feel "very tired, but without any localized pain. They though they got a flu, but since their symptoms did not improve they decided to go to hospital. When there, they were submitted to blood tests that found high serum total creatine phosphokinase levels. Patient experienced rhabdomyolysis, deemed not device related. Patient was hospitalized and was treated with IV saline solution for 48 hours. Patient discharged two days later and event resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00930 (abbvie complaint #(B)(4)), MDR ID# 3005113652-2024-10003 (abbvie complaint #(B)(4)), MDR ID# 3005113652-2024-10004 (abbvie complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volux¿.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f22. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of rhabdomyolysis, deemed not device related is considered an unexpected adverse drug experience.